Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm difficult to position allegation. The electrical continuity and hipot testing passed, and visual inspection showed no abnormalities. Furthermore, it was concluded no problem was detected as analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this tachy lead was a case of an attempted implant due to placement difficulty. A new lead was implanted. No adverse patient effects were reported. This lead was returned.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this tachy lead was a case of an attempted implant due to placement difficulty. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was a case of an attempted implant with unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.